Manufacturer narrative:
The data logs showed the pump started on p-9, flow was 4.8 l/min for about 40 minutes then p level was adjusted to p-6, flow dropped to 3 l/min and suction alarms were triggered. The pump was returned for evaluation but was missing pump plug as the catheter was cut off when explanted. There were some biomaterial left in the returned package. Visual inspection found no obstruction in if cage, cannula & pump housing, no scratch found on the ph wall, and the impeller was concentric. There was no issue was found on the returned pump. Hemolysis testing was unable to be conducted as the pump was damaged. The cause of the suspected hemolysis was likely biomaterial as reported by the clinical team despite the lack of biomaterial presence on the returned pump since no other issues were observed.

Event description:
The complainant reported a (B)(6) old white male patient had impella 5.5 pump inserted in the right axillary. The pump was removed due to the unresolved elevation in lactate dehydrogenase (ldh), creatinine, and suspicion of hemolysis. Care was withdrawn with unknown results of plasma-free hemoglobin (pfhgb).